Event description:
It was reported that one week post implant, the patient complained of syncope due to loss of capture of 4 v, 1.5 ms in the unipolar configuration. The lead impedance was 250 ohms in unipolar and 350 ohms in the bipolar configuration. It was suggested that the insulation may be broken. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.